Manufacturer narrative:
The valve was returned for evaluation. Review of the history device records was not possible as the lot number and was unknown. Unique device identifier (UDI): (B)(4). Failure analysis- the position of the cam when valve was received was at setting 3. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, relux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer suspected of valve occlusion, could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve. The valve was implanted via v-p shunt. On unknown date with unknown setting. However, the patient symptoms did not improve (symptoms not provided). Therefore, on (B)(6) 2020, the valve was replaced with a new one.